Manufacturer narrative:
Evaluation summary: handle was received in good condition with a completely depleted battery. The software group was able to download log files by connecting the powered handle to precision power supply nh10840 set to 8.32 vdc and 350 ma. Once the logs were downloaded and the power supply was disconnected the handle became unresponsive. The hardware group accessed the sbs data stored in the battery and found the cell balancing differential limit exceeded. Once the limit is exceeded the battery is shut off and will not charge or power the handle resulting in the reported condition of red light flashing on charger. Shutting off the battery also resulted in the handle not being responsive when attempting to download logs. Cell balancing is only active during charging making it the only time the cell balancing differential timer can advance. The timer will not advance during use and is unable to shut off the handle during a case. The handle will fail safe becoming unresponsive either on the charger or during system initialization and does not pose a patient safety risk. This defect will be trended for recurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum, the first and the second firings were successful. For the third firing,they connected the reload to the adapter but the device powered off during checking. Then they inserted the handle into the charger and the charge status indicator flashed green, however it turned to red flashing. They replaced it with another device and the firing was completed with no issues. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.